Event description:
Potential incident- per facility director: we are currently using the l50-m compression sleeve and seeing pressure ulcers develop. Because there is very little padding or insulation where the tubing and bladder meet, we are seeing pressure ulcers on the back and side of the leg.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. B)(6). (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.